Event description:
The caller reported that the mobile app froze while they were attempting to deliver a bolus. There was no reported adverse impact. After being advised by technical support, the caller uninstalled the app, removed the pump from the bluetooth menu, reinstalled the app, and successfully re-paired the pump with the mobile app, resolving the issue without the need for further assistance.